Manufacturer narrative:
H6: investigation summary : bd received a sample submitted for evaluation. The reported issue was not confirmed upon inspection of the sample since our quality engineer could not observe any failure on the sample. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in needle went through the catheter and was damaged. The following information was provided by the initial reporter: it was reported that needle went through catheter, and needle had a "divet" in the middle. Per complaint details received: "when poking needle through the skin, the catheter did not puncture through the skin but instead came apart from the needle. Once realizing the needle was in baby's vein, but catheter was on outside of the baby's skin, the entire system was removed. Upon examining, it appeared as if the needle went through the middle of the catheter but there was also a divet in the middle of the needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in needle went through the catheter and was damaged. The following information was provided by the initial reporter: it was reported that needle went through catheter, and needle had a "divet" in the middle. Per complaint details received: "when poking needle through the skin, the catheter did not puncture through the skin but instead came apart from the needle. Once realizing the needle was in baby's vein, but catheter was on outside of the baby's skin, the entire system was removed. Upon examining, it appeared as if the needle went through the middle of the catheter but there was also a divet in the middle of the needle."

Manufacturer narrative:
A code updated to material integrity problem due to the divet in the needle. No leak reported. Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva diffusics device failure: molding defective.

Event description:
No additional information.